Event description:
The complainant indicated that while monitoring a patient with chest pains the devices keyswitch rotated 360 degrees and would not go into manual mode. The complainant indicated they continued to use the device with no adverse effect to the pt.